Event description:
It was reported that the handpiece ran without user activation during a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, it was found that the contact pins are burnt and there is corrosion build-up throughout the inside of the handpiece. This can cause an intermittent connection, which allows the device to run without user activation. The device needs a total rebuild.